Event description:
Approximately one year and eleven months after implantation, the patient reported that her batteries had a running time below two hours. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the batteries met all requirements for release. Functional testing revealed that battery (B)(4) contained a faulty cell pair. This finding was re-assessed per our sop requirements and determined to be reportable. An internal investigation (CAPA) has been opened to address the issue.